Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was not reading correctly. It is unknown if the device was in use at time of event, and there was no adverse event reported.